Event description:
Customer called to report that the unicel dxc 600 synchron system generated a suppressed microalbumin patient result with a "suppressed blank absorbance high" (bl abs hi) error flag. Customer then diluted the patient urine sample and the instrument generated a "suppressed out of instrument range low" (oir lo) error flag. Customer stated that the microalbumin calibration passed and that the quality controls were within acceptable limits. Patient treatment was not affected because customer stated that results were not reported outside the laboratory. After consulting with a beckman coulter chemistry specialist, the customer technical specialist (cts) advised customer to recollect the urine sample or use an alternative method for microalbumin testing.

Manufacturer narrative:
A service request was not generated because customer stated that no other chemistries that were run on the instrument had issues. Also, it appears as though this event was a sample-specific issue. (B)(4).